Event description:
A customer reported when raising the tube from the parking latch of a dx-d 100 system, the system collimator fell off. The tube was positioned over the montor and was not over a patient. The collimator did not come into contact with a patient or user.

Manufacturer narrative:
Agfa service responded on site to investigate the issue and inspect the system. System checks were completed as outlined in service bulletin 147. The collimator was removed and both the collimator and flange were checked and service confirmed there was no damage. The mounting screws and tabs were checked. The collimator was reattached and tested as outlined in the bulletin. All system checks were passed and no additional events have been reported by the customer. There are no additional actions for this event. There has been no reported harm to patient or user during these events.

Event description:
This section (b5) has been updated to include the number of events. This report summarizes noe 1 /noe malfunction event.

Manufacturer narrative:
This supplement report #1 is being submitted to correctly identify this report as part of the vmsr (voluntary malfunction summary reporting) program. Section report is updated to include "vmsr". Section (b5) has been updated to include the number of events.